Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sp monopolar curved scissors (mcs) instrument was analyzed and found to have a bent main tube. The bending damage is located at approximately 4.68" from the proximal end of the main tube. The components adjacent to this bent main tube did not show damage. Additional observation(s) not related to the reported complaint states that the instrument had scratch marks/abrasion on the tube adapter at the distal end. There were no broken pieces. The complaint was confirmed by failure analysis.

Event description:
It was reported that the sp monopolar curved scissors (mcs) instrument was broken. There was no report of patient involvement.